Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30823- device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were crimped. The event occurred on (B)(6)2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion set was used for 10 hours. The site of insertion was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.